Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The patient also reported bleeding and swelling at the infusion site. As treatment the patient removed the pod.

Manufacturer narrative:
Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. Blood was not observed on the returned device. The cannula assembly was inspected and found the tip of the hard cannula curled. Thus, it can be confirmed that the damaged needle tip caused bleeding/bruising as well as skin swelling for the user. Additionally, investigation found an 0x14 alarm in the device data, indicating the pod is occluded. Timeouts were observed throughout the whole data run. Additionally, a drive stall was observed at the end of the data run since the device reached 30 pulses without changing to a closed state. Thus, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus did not deliver and the rerun data replicated the occlusion alarm as well as timeouts and a drive stall. Fluid was observed flowing out of the distal tip of the soft cannula during the rerun. The drive mechanism was inspected and found the tube nut interfering with the reservoir cap, creating brass shavings. The high resistance caused by this interference caused timeouts and a drive stall in the data, which cause the device to alarm and generate an occlusion alarm.